Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching 41 mg/dl. Reportedly, the pump basal rate was set too high. Tandem technical support guided the customer through adjusting the pump basal rate. Customer addressed low bg levels with glucose tablets, juice, and carbohydrates.